Manufacturer narrative:
(B)(4) (degenerative disc disease ; kyphosis). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient presented with pre-op and post-op diagnosis: pseudoarthrosis c6-c7, status post anterior discectomy and fusion c5-c6 and c6-c7. She underwent the following procedures: posterior spinal fusion c5-c6, c6-c7; segmental instrumentation using spinal instrumentation c5-c6 and c6-c7; autogenous local bone grafting augmented with rhbmp/2 and dbm. Per-op notes: the exposure and decompression foraminotomy at c5-c6 and c6-c7 were done, pilot holes were created at the lateral mass of c5 and c6 bilaterally and hook sites for upgoing hooks were prepared at the lamina of c7, screws were inserted with very good bony bite at c5-c6 bilaterally, rods connecting the screws at c5-c6 and the hooks at c7. Rhbmp/2 , autologous local bone, and dbm was applied to span the lateral masses, and also posterior elements in area of facet joints at the level of c5-6 and c6-7. The patient tolerated the procedure well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.